Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occured. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery (rca). A apex monorail 12mm x 3.00mm balloon was advanced and inflated to treat the target lesion and a balloon rupture occured. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported, and the patient status is good.